Manufacturer narrative:
The investigation into the thrombus issues has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The impella cp was explanted due to thrombosis. There was no harm or injury from the thrombus burden. The pump was replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.